Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced a "high" blood glucose (bg) level (specific bg value was not provided). Customer delivered a bolus via the pump to address bg. Additionally, it was reported that the customer experienced a low bg of 82 mg/dl; cause was unknown. Customer required assistance from emergency medical technicians to consume peanut butter and a honey sandwich to address bg. Recommendation was made to discuss diabetes management with a health care professional.